Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he has been experiencing high blood glucose of 477 mg/dl. The insulin pump alarmed motor error twice. Customer was trying to treat when alarms occurred. The device hasn't been dropped. The device was not exposed to an MRI and customer takes off the device during x-ray. Customer stopped using the sensor feature two years prior to even. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Device alarms no delivery and motor error. Customer declined further assistance. No further information reported.